Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a centrimag motor would not be recognized by consoles. Consoles would state "motor disconnected" message. Unit was requested to be returned for complaint investigation as technical service cannot repair motors.

Manufacturer narrative:
Section h8: usage of device corrected manufacturer's investigation conclusion: the reported event of a the centrimag motor not being able to be recognized by the console was confirmed. There were no photos or log files submitted for review. The centrimag motor, serial (B)(6), was evaluated at the service depot. The motor was functionally tested and a m2: motor disconnected alarm was observed on the console, indicating that that motor was unable to be recognized. The alarm was not able to be cleared. The same issue occurred when connected to a second test console. The motor was forwarded to the product performance engineering (ppe) department for further analysis. Upon arrival at ppe, the centrimag motor was connected to a test centrimag console, and the m2 motor disconnected alarm was active. Continuity testing revealed an open line on the b2+/b2- line and high resistance on the hx/hy signal line. The entire motor cable was dissected and the bearing phase b2 line (brown power wire) was found to be open. The cable was stripped and slight tugging near the proximal bend relief resulted in the brown cable being severed indicating there was severe wire fatigue. The root cause for the reported event was determined to be due to wire fatigue within the centrimag motor cable, consistent with repetitive flexing of the cable over time. Wire fatigue occurring at the motor-side bend relief has been addressed via a corrective and preventative action (CAPA). This motor was manufactured before this CAPA was implemented. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including motor-related alarms, as well as appropriate operator response to these events. The device history records were reviewed for the centrimag motor (serial number:(B)(6) and the motor was found to pass all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.